Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for broken tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® serum blood collection tube has been found experiencing two occurrences of cracked tubes during use. The following has been provided by the initial reporter: during use, the customer found 2ea. Tube leak blood, then they found the bottom of the tube broken. 2ea. Actual samples will be returned.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® serum blood collection tube has been found experiencing two occurrences of cracked tubes during use. The following has been provided by the initial reporter: during use, the customer found 2ea tube leak blood, then they found the bottom of the tube broken. 2ea actual samples will be returned.